Manufacturer narrative:
The serial number of the subject device was not provided. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during installation, the connecting tube had broken ears. There was no harm or user injury reported due to the event. Patient identifiers (B)(6), (B)(6) and (B)(6) capture related events.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Additional information about the event was requested, but was not available. The manufacturing date is unknown. If additional information about the event becomes available, a supplemental report will be submitted. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the broken connecting tube could not be determined. It is possible that external stress was applied to the connecting tube's lock lever, which may have caused the user to have applied force toward the incorrect direction. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿

Manufacturer narrative:
Updated: h6 (type of investigation and investigation findings), h10 corrected: h6 (investigation findings: removed code 61, added code 4307) the device was received by olympus for evaluation. Based on the results of the investigation, it was confirmed that both connecting tube lock levers were broken. A definitive root cause of the issue could not be determined, however, the issue was likely due to an external load/stress applied to the cleaning tube due to applied force in the wrong direction, resulting breakage of the lock levers and making it impossible to connect. Olympus will continue to monitor field performance for this device.